Event description:
The catheter was inserted into the patient. The caregiver filled it with 5cc of fluid, and the balloon on the catheter popped while in the patient. The catheter was then taken out and a new size was used. Manufacturer response for urological surgical catheters, laborie medical technologies (per site reporter): since there was no sample available for documentation, they have offered a replacement.